Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction. The hcp indicated that the patient had an MRI of the brain about 2 weeks prior to the call and now on the day of the call the first time the hcp tried to communicate with the ins they encountered a power on reset (por). The hcp was unsure if the por was related to the MRI or not, but noted the patient had not had any other procedures or surgeries during this time. At the time of the call the hcp did not have access to a clinician programmer and was advised that the por would need to be cleared and the patient reprogrammed using a clinician programmer. The hcp was also advised to contact the patient's managing physician. According to the calling hcp the patient has been hospitalized for 57 days and is unresponsive, but this was confirmed to be unrelated to the ins or therapy. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on november 8th reported he was paged in response to the patient needing electroconvulsive therapy (ect) and the patient programmer showed the doctors face and phone. The hcp stated the patient was in a catatonic state. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on november 15th reported the patient was last seen by the hcp on (B)(6) and an impedance check was done and they found all were within normal range. The hcp stated they were not aware of the cause of the power on reset (por). The hcp stated the patient was hospitalized and unable to communicate. The hcp stated when the patient¿s current situation was resolved they could see her the clinic to check with the clinician programmer. The hcp stated the por was not resolved, the patient remained in the hospital. There were no further complications that have been reported as a result of this event.